Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the laser probe would not fit through the 25g trocar. The probe was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction. The laser probe was inserted into a 25 gauge trocar cannula, but it stuck at the junction of the cannula and the nitinol tip. However, the laser radio frequency identification (rfid) tag lot number was read, and it was determined not associated with the customer reported lot number. The sample is unrelated to the customer¿s reported event. The 25 gauge illuminated flex curved laser probe was manufactured on july 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).